Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory for evaluation on 04/30/2024. An investigation was conducted on 05/01/2024. A visual inspection was conducted. Signs of clinical use and evidence of blood were observed. A microscopic inspection was conducted. The heater wire was observed to be flexed away from the tip of the hot jaw and detached from the tip of the jaw. The clear silicone insulation of both the hot and cold jaws was observed to be intact with no visual defects. Based on the returned condition of the device and investigation results, the reported failure "material twisted/bent; wire" was confirmed. The lot # 3000343890 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 metal heating element separated from the jaw and was first noticed after the initial cutting attempt. They immediately removed it after seeing the separation and asked for another kit to complete the case. Minimal delay. No harm to patient.

Manufacturer narrative:
Tw ID# (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.